Manufacturer narrative:
Additional information: h6 and h11: h11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the extension set and minicap transfer set. The extension set disconnected from the transfer set leaving the transfer set unclamped and exposed. This occurred at the end of second fill during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient received a three-day antibiotic treatment protocol. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.